Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload is partially fire to the 1 cm line. The jaws clamped and the reinforcement material is caught in the jaws along with tissue. The reload is engage to the instrument. Pmv performed functional testing which included the observation is the blade cannot be retracted, and the reload cannot be disengaged from the instrument. The exterior of the reload was evaluated. All externally visible components are present and undamaged. Pusher positions were evaluated, and were found to be flush and sub-flush (below the cartridge¿s surface) through-out the cartridge length. This is an indication that the device was fired in tissue thicknesses beyond the device¿s design intent documented in the device¿s IFU. Further analysis of the device was performed by removing the device from the firing instrument, removing the cover tube, removing the lock ring, and removing the channel adapter. The knife laminates were found to be damaged. The channel adapter has visible scoring caused by the damaged laminates traveling outside of the adapter¿s knife slot. Engineering concludes that the damage to the knife laminates can be the cause for the increased firing and retraction forces, and can be the cause of p reventing proper function of the device¿s interlock feature. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. The nurse checked that the jaws of the device were able to opened and close. The first firing to resect the right inferior lobe was completed with no problem. After the second firing was completed, the surgeon began to pull the black return knobs back but the knobs stopped at the 1 cm mark. To correct the product problem, the surgeon extended the trocar incision by approximately 3 cm. To remove the reload, additional tissue was resected from the proximal side of the staple line. Oozing bleeding occurred as a result of the issue and there was tissue damaged. Surgical time was extended by 30 minutes or more due to the product problem. Another device was used to complete the procedure.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted the reload is partially fire to the 1 cm line. The jaws clamped and the reinforcement material is caught in the jaws along with tissue. The reload is engage to the instrument. Pmv performed functional testing which included the observation is the blade cannot be retracted, and the reload cannot be disengaged from the instrument. If information is provided in the future, a supplemental report will be issued.